Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified a crease flat, wear abrasion, and delamination. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified an opening delamination total in the diaphragm valve assessed as adhesive failure. The fill test inspection was performed, the result is no blockage. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was implant exchange.

Event description:
Healthcare professional reported a "hole" in the right side device. Device has been explanted.